Event description:
It was reported that the customer was hospitalized due to low blood glucose. It was stated that the insulin pump was continuously delivering too much insulin. Troubleshooting was declined and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.